Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During t2 humeral surgery, the surgeon used bixcut im reamer. When the surgeon used im reamer of 8.0 mm, the shaft stuck. When the surgeon tried removing im reamer, the surgeon made im reamer anticlockwise rotation, and shaft broke.

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer was documented as faultless prior to distribution. As the device had been in use for approx. 2 years we presuppose that it had fulfilled its tasks in former surgeries as intended. An inspection was not possible because the reamer was not provided; it was discarded by the customer. Therefore the exact root cause could not be determined. Based on the event description the reamer bixcut head most likely got jammed due to blunt cutting edges or a wrongly chosen reamer head diameter (reaming shall be done in 0.5mm steps). The spiral got uncoiled due to counterclockwise rotation. The material got stressed to an overload level, therefore the material finally broke. The IFU and operative technique contains that reaming shall be done carefully, in 0.5mm steps, sharp reamers shall be used only and never rotate the reamer in counterclockwise direction. Based on the event description and the fact that no deviation was found in the DHR the case is attributed to the user. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
During t2 humeral surgery, the surgeon used bixcut im reamer. When the surgeon used im reamer of 8.0 mm, the shaft stuck. When the surgeon tried removing im reamer, the surgeon made im reamer anticlockwise rotation, and shaft broke.